Event description:
It was reported that, during cori tka procedure, system shows bone model generation error on the tibia. In order to bypass the error surgeon collected more tibia points; this still did not clear the error. Surgeon repeated this step and finally was able to bypass the error. Surgery was resumed and completed without any delay. Patient was not harmed.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Case files were not provided, however, a picture of the ¿bone model generation error¿ warning message was submitted and confirmed the reported issue. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.